Event description:
It was reported the charger is unable to communicate with the ipg. A new charger was sent to the patient, but the issue persists. The patient programmer displays "low battery - stim off" warning. A replacement charger did not resolve the issue. The patient is pending an appointment with her physician.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.